Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was difficult to remove from the patient. They had to use afrin (a nasal congestion spray) to remove the probe. There was no patient and user harm.